Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer's blood glucose was below 60mg/dl at the time of the vehicular accident. The customer reported hypoglycemia and was treated with emergency medical service/ambulance/emergency response visit. The occurrence involved the following products: mmt-397, mmt-7040a, mmt-1884, and mmt-7841zn, and mmt-332a. Troubleshooting was performed and the customer stated that the insulin pump was worn the at the time of the accident, and believes the accident was caused solely by a low blood glucose level, the documented date/time of the accident was (B)(6) 2024, also the customer stated that was not aware of how the pump functioned. The bolus wizard indicated 0.0u, so the customer entered carbohydrates for a bolus delivery but the customer was aware that the pump was delivering auto-correction. The insulin was used within 48 hours following the reported incident. No further patient complications were reported. No product return is required for mmt-397. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-332a.